Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). A review of the device history records for sl-2000m2095 lot 00755021 was performed and the review indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: drops of blood were noticed at the bottom of the venous chamber. When they went to clean it, the tubing completely separated from the venous chamber. The treatment was immediately stopped and the tubing clamped. The system was disconnected from the patient and the needles flushed. The patient was moved to a new station and the machine was set up and prepared to initiate treatment. The system was discarded - blood loss was greater than 207cc (unable to quantify as the spill was on the floor). The patient will have a hemoglobin drawn prior to the next treatment on friday. Last hgb was stable at 11.6. No patient injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). A review of the device history records for sl-2000m2095 lot 00755021 was performed and the review indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. One (1) unused sample was received for evaluation. The defect could not be confirmed as it was visually apparent that the tubing was connected to the venous chamber. If additional pertinent information becomes available a follow-up report will be filed.